Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 25mm mod rev hip body/bolt stdcomponent level 9006-1-025; cat# 6276-1-025; lot#56829503; 28mm +8 lfit v40 head; cat#6260-9-328; lot#59312301; modular dual mobility insert; cat#626-00-42e; lot#61461204; 2.0mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot#59826308; 2.0mm 22-13-5 ss cable/slv set cat# 3704-0-510 ;lot#57507009; 2.0mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot#57507009; 2.0mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot#52509504; d-m 2.0mm beaded cable set ss; cat# 3704-0-050; lot#60005407; bowed conical stem 16 x 235mm restoration modular hip system; cat# 6276-7-316; lot#caxtd0aa. Primary tritanium hemi cluster hole cup 54mm; cat#502-03-54e; lot#vj0a91. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot#h146la. Bowed conical stem 15 x 235mm restoration modular hip system; cat# 6276-7-315; lot#caxp5a9c. Restoration adm x3 ins 28/48; cat# 1236-2-848; lot#61891301. 28mm std lfit v40 head; cat# 6260-9-128; lot#52202407. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that patient's left hip was revised due to possible infection. Rep reported surgeon performed an I&d and revised the body, head, and mdm liner.